Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical observation due to low blood glucose on (B)(6) 2017 with blood glucose of 65 mg/dl at the time of the incident. The customer was at 105 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness, loss of consciousness, and fatigue. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also reported that the drive support cap on their pump was flush, and that they had lost their transmitter. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, primetest and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test. Pump was received with minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.